Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a single low out of range shock impedance measurement of 16 ohms, that resulted in beeping tones from the associated implantable cardioverter defibrillator (ICD). Subsequent measurements were within normal limits in the 50 to 60 ohms range. Technical services (ts) inquired if the patient was receiving any therapy, or if there was any potential source of electromagnetic interference (emi). It was reported that the patient was scheduled to be seen in-clinic later that day. Ts discussed checking the lead with a vector breakdown, and discussed considering the option of delivering maximum energy shocks to test the system. The clinic plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. It was reported that this rv defibrillation lead exhibited an additional low out of range shock impedance measurement of 12 ohms. Ts discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that low out of range shock impedance measurements less than 20 ohms continued to be observed. Ts discussed potential causes and troubleshooting options. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a single low out of range shock impedance measurement of 16 ohms, that resulted in beeping tones from the associated implantable cardioverter defibrillator (ICD). Subsequent measurements were within normal limits in the 50 to 60 ohms range. Technical services (ts) inquired if the patient was receiving any therapy, or if there was any potential source of electromagnetic interference (emi). It was reported that the patient was scheduled to be seen in-clinic later that day. Ts discussed checking the lead with a vector breakdown, and discussed considering the option of delivering maximum energy shocks to test the system. The clinic plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. It was reported that this rv defibrillation lead exhibited an additional low out of range shock impedance measurement of 12 ohms. Ts discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a single low out of range shock impedance measurement of 16 ohms, that resulted in beeping tones from the associated implantable cardioverter defibrillator (ICD). Subsequent measurements were within normal limits in the 50 to 60 ohms range. Technical services (ts) inquired if the patient was receiving any therapy, or if there was any potential source of electromagnetic interference (emi). It was reported that the patient was scheduled to be seen in-clinic later that day. Ts discussed checking the lead with a vector breakdown, and discussed considering the option of delivering maximum energy shocks to test the system. The clinic plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service.